Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Materials#: 309657, batch#: unknown (provided by customer is w1122579). It was reported by the customer that syringe plunger depressed prior to patient inserting needle into cartridge, and plunger depressed itself without patient performing the depression action themselves. Verbatim: rcc received a complaint via email. Email(s) attached. Caller reported syringe plunger depressed prior to patient inserting needle into cartridge, and plunger depressed itself without patient performing the depression action themselves. Product number: 309657. Lot number: w1122579.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: "caller reported syringe plunger depressed prior to patient inserting needle into cartridge, and plunger depressed itself without patient performing the depression action themselves."